Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis lucera gastrointestinal videoscope had a horizontal line in the whole image. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the specified resolving power was not obtained due to damage to the charged coupled device unit. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, the horizontal noise was not reproduced. The device evaluation found that the specified resolving power was not obtained due to damage to the charged coupled device unit. Additional findings include the following: the play of the up / down knob was out of the standard value due to wear of the angle wire, an abnormal sound was made due to damage to the right / left knob, the angulation skips during angulation in the up direction due to wear of the angle wire, the suction cylinder was shaved, the universal cord had a wrinkle, the paint on the suction cylinder was peeled, and the paint on the air / water cylinder was peeled. The following had a scratch: the bending section cover, control unit, universal cord, scope connector, scope cover, up / down knob, forceps elevator lever, and the protector of the universal cord on the scope connector side. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the specified resolving power not being obtained due to damage to the charged coupled device unit was caused due to breakage of the image sensor unit including disconnection by stress of repeated use, external factors, handling, or that the components including the integrated circuit (ic) chip and capacitor mounted on the electric circuit board had a defect; however, a definitive root cause could not be established. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: ¿chapter 3 preparation and inspection, 3.6 inspection of the endoscopic system¿ describes the following warning. <inspection of the endoscopic image> 1. Turn the video system center, light source, monitor, magnification controller (for cf-h260azl/I only) and endoscope position detecting unit (for cf-q260dl/I, cf-h260dl/I only) on and inspect the white light imaging (wli) and narrow band imaging (nbi) endoscopic image as described in their respective instruction manuals. 2. Confirm that light is outputting from the endoscope¿s distal end. While observing the palm of your hand, confirm that the wli and nbi endoscopic image is free from noise, blur, fog, or other irregularities. 3. Angulate the endoscope and confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.